Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was located at the ostial to proximal left anterior descending (lad) artery. Prior to the procedure, the patient was on aspirin and plavix. The patient currently remains on those medications.

Event description:
It was reported that during a stenting treatment procedure a product mix-up occurred. The physician called for a liberte device and wanted to implant a bare metal stent. However, he was given a 12x3.50mm taxus liberte stent delivery system (sds). The device was implanted without patient complications. The patient's status is ok.